Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found lead fracture due to fatigue.

Event description:
It was reported that noise was observed via review of egms. The lead was explanted and replaced.